Manufacturer narrative:
The ventilator was not available for investigation. According to the hospital the smoke came from a printed circuit board but the pcb was not specified. The hospital repaired the ventilator and put it back in service. The root cause of the reported smoke has not been determined.

Event description:
It was reported that smoke suddenly appeared from the ventilator while it was ventilating a patient. The ventilator was immediately disconnected form the patient. There was no patient harm. Manufacturer's ref. #: (B)(4).